Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Approx 2 replacement battery packs were shipped to site, no parts sent back to manufacturer therefore no analysis could be completed. On 11/10/2014 a medtronic representative performed a system checkout and replaced the battery packs on the imaging system as they read low. On 11/11/2014 software investigation was completed and behaving as designed. Generator was showing a error code. After battery replacement system was tested and passed. Full system functionality was confirmed and system was returned for service. This event was identified during a retrospective review as discussed with the (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called in and stated they were unable to pass a rad/gain calibration on the imaging system. There was no patient present when this issue was identified.